Event description:
It was reported that a system error 2240 (air in set/line) alarm occurred on the homechoice device during dwell four of five. The home patient was connected at the time of the alarm. During troubleshooting, it was noted that there was moisture under the supply bag, but no leak was identified. The technical service representative explained the alarm to the reporter, assisted the reporter to clear the alarm, advised the reporter to notify their nurse about the received alarm, and advised the reporter to begin therapy again with all new supplies.

Manufacturer narrative:
(B)(4). An alarm indicative of a potential malfunction of the disposable cassette was identified. The device was not returned and the lot number of the device was unknown; therefore, a sample analysis and/or a batch review could not be completed. Should additional relevant information become available, a supplemental report will be submitted.